Manufacturer narrative:
(B)(4). Batch # unk. Video evaluation summary: upon visual inspection of two videos, the following was observed: the first video shows an ils device of anvil area with tissue donut near of washer. The tissue donut in middle of trocar were noted two malformed staples. It is possible that washer was no completed cut and it indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The second video shows an anvil in the handle of user with tissue and a part of tissue was not properly cut, and it was cut with a scissors. Slightly bleeding was noted. Based on the videos reviewed, the event describe of cutting issue, leak controllable, malformed staples are confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.,as the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  Complaint information is trended on a regular basis to determine if further investigation is warranted.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the operation of radical rectal cancer, after fired, removed the device, noted the tissue was also out with device as the video shows. Used scissor to cut the tissue and suture was used, checked anastomotic site, noted leak, considering the staples maybe malformed, used another brand's device to re-anastomose. The surgery delayed one hour. The patient is stable and left from hospital.